Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics were dispatched due to a low blood glucose level. Customer's blood glucose was 29 mg/dl at the time of the incident. Customer's current blood glucose was 79 mg/dl. Customer did not want to go to the hospital. Customer blanked out at her doctor's office. Customer was wearing the pump at the time of the hospitalization. Customer recently did an infusion set change in the morning. Customer stated that she had stress from a biopsy and was told that her results were pre-cancerous. Customer stated that she believes the pump is over-delivering. Customer's blood glucose was now at 106 mg/dl. Customer was advised to monitor the pump.